Manufacturer narrative:
The insulin pump passed the functional test, displacement test, rewind test, basic occlusion test, occlusion test, priming test and excessive no delivery test. There was no unexpected no delivery alarm on the device. The insulin pump had a cracked case at the display window corner, debris under the display window, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 343 mg/dl. Customer advised they constantly received no delivery alarm due to damage on the insulin pump. Troubleshooting for the damage on the insulin pump was performed. Customer advised the damage is a crack located on the casing. Customer advised their high blood glucose levels resulted in them going to the emergency room. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.